Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device device was tested for downstream occlusion detection and passed. A review of the event history log identified "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review was performed and revealed that the device has been serviced for a similar complaint within the last twelve (12) months. The problem was not confirmed during the last service return and all service actions were completed during the prior return. The reported condition was not verified. The force sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.